Event description:
It was reported that patient called and stated he had his original procedure done in (B)(6) of 2019. He said that his physician used the wrong cylinders. He stated he was having issues 3-4 months after the procedure but then the pain went away. He did say that when he followed up physician, he was told he could have used larger cylinders because he was a pretty big guy. He was scheduled for surgery on (B)(6) but has since been canceled because his physician is no longer working at the same facility. He said that the hospital reached out to him to reschedule with someone else but he looked her up and does not want surgery with just anybody. So he asked his original physician for a referral and he suggested a different physician. He said he called the doctors office to try to schedule with him but they do not accept his insurance.